Event description:
On (B)(6) 2010, a cusa excel 23 khz standard tip broke off during surgery. The event was described as follows; during an hepatectomy, the device completely broke at its tip. The incident occurred at the end of the procedure and there was no patient injury or death alleged. The event did not lead to a significant increase of surgery time. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.